Event description:
Two months after a coronary drug eluting stenting treatment procedure, a thrombosis occurred. In 2004, the pt had a taxus express2 stent successfully deployed in the left anterior descending artery (lad). Three months later, the pt presented to the emergency room with chest discomfort. The pt was taken to the cath lab where angiography revealed a completely occluded lad through the bypass graft. The guide catheter used was a jr4 guide with a 0.014 ht floppy extra support guide wire. The area proximal to the taxus express2 8.8% drug eluting stent and then within the stent was angioplastied with a 2.5 x 20 mm crosssail balloon. Ivus was used which revealed a significant obstruction proximal to the stented region with significant soft plaque throughout the stented region that was extensive. Distal to the stented region, there was diffuse, significant disease throughout the duration to the apical region of the left anterior descending coronary artery. The decision was to place a stent proximal to the taxus stent. A 3.0 x 23 mm vision stent was placed proximal and into the taxus stent. The area of the vision stent was widely patent. There still appeared to be narrowing of the taxus stent region, and 3.0 balloon was placed into the taxus stent region, and this area was dilated. Next, due to slow flow into the lad, a 2.0 x 30 mm crosssail balloon was placed into the distal lad and then back up into the taxus stent region, and these areas were dilated. Concluding views revealed the stented regions to be widely patent. There was timi 2 flow into the distal lad coronary artery region. The pt left the catheterization laboratory hemodynamically stable. It was reported that the pt has been discharged from the hospital to a rehab facility in stable condition.